Manufacturer narrative:
The analyzer serial number is (b)( the qc was acceptable on the day of the event. The field service engineer (fse) replaced the measuring cells, gear pump, and both sipper probes. The fse performed a mechanical check successfully. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys ferritin results for 1 patient serum sample on a cobas 6000 e601 module. The initial ferritin result was 1.33 ng/l. The customer questioned the initial result as it did not match the patient's previous result. The sample was repeated and the result was 988.4 ng/l. The sample was also repeated on another e601 analyzer and the result was 1010 ng/l. No questionable results were reported outside of the laboratory. The repeat results were deemed correct.

Manufacturer narrative:
The root cause of the event was found to be consistent with pre-analytical sample handling issues.